Event description:
It was reported the customer received a button error alarm. Customer also reported a battery out limit alarm, but they were unable to clear the alarm because their buttons were unresponsive. It was found the customer did not have the battery out of their insulin pump for longer than 10 minutes. The customer's blood glucose was 7.4 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.